Manufacturer narrative:
H.6. Investigation summary - a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3068796. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd posiflush¿ normal saline syringes the plunger movement was difficult. There was no report of patient impact. The following information was provided by the initial reporter: "bd 10ml saline syringe lot 3069796 being pulled from stock at cg-sl per bd guidance. Plunger w this lot looks different and is "sticky" supply concern escalated to manufacturer and supply chain due to pump error when used and increased patient sticks for piv due to perception that piv failed when difficult to flush. 10 am confirmed w idsc that they only have the affected lot number in supply.".